Event description:
It was reported to philips that the heartstart xl defibrillator made a loading sound while attempting to charge during a pt cardioversion. There was no negative pt involvement.

Manufacturer narrative:
(B)(4).